Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low pacing lead impedance during a follow-up in clinic. The patient was asymptomatic. The rv lead remains implanted and the svc coil of the lead remains active. The physician elected to implant a new single coil lead. The patient was stable post procedure.